Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter called to report that the customer was hospitalized due to high blood glucose levels. The customer's blood glucose level was 489 mg/dl, but was 227 mg/dl during the call. The customer's symptoms were reported to be "all of the above". The customer was wearing the device at the time of admission. Customer was treated with insulin in the hospital and released the following day. The caller reported that the insulin pump had a keypad anomaly. Caller performed troubleshooting and found large air bubbles in the tubing. Caller was unable to troubleshoot due to a keypad anomaly. The customer's device was replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation however, found the act button not working due to the block option feature turned on. Turned the block option feature to off and the act button is now functioning properly. The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. A water filled reservoir was used during the test and no air bubbles anomaly noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.